Event description:
It was reported that lot#nghy0765 was supposed to be 8fr intermittent catheter but when compared to other 8fr with different lot#¿s these were bigger than an 8fr. Per follow up via email response on 21may2024, it was reported that the defect was noticed before use and no patient harm was reported.

Manufacturer narrative:
The reported event is unconfirmed. Visual: received 17 unopened urethral catheters in original closed packaging. All samples were measured using french gauge and 15 units were found to be 8fr and 2 units were found to be 9fr. Therefore, the product is within specifications which states all product french size specification: plus or minus one french size. Therefore, the reported event is unconfirmed as the product meets specifications. No root cause could be found because the reported event was unconfirmed. A DHR review is not required as the reported event is unconfirmed. A labelling review is not required as the reported event is unconfirmed. Correction: b,d,g,f,h UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that lot#nghy0765 was supposed to be 8fr intermittent catheter but when compared to other 8fr with different lot #¿s these were bigger than an 8fr.